Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented via remote transmission, intermittent loss of capture and varying impedance measurements were noted on the right ventricular (rv) lead. Insulation damage was suspected based on the measurements. The lead was explanted and replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.